Event description:
The manufacturer received notification that a patient received burns to the face during a tracheostomy procedure. During the procedure, the patient reportedly received 100% ventilatory support from a bipap device, total face mask, and disposable circuit made by the manufacturer. Reportedly an electrosurgical unit (esu) used to create the tracheostomy ignited a dry sponge and surgical drape proximal to the tracheostomy site. Ignition and acceleration of the combustion were supported by 100% oxygen being vented from the exhalation port of the total face mask. This by design venting to prevent rebreathing of expired co2. The patient suffered second and third degree burns to their face when flames entered the total face mask. No damage to the patient's airway was reported. The customer alleged no malfunction of the bipap, airway or total face mask. Evaluation of the bipap device was completed by the manufacturer at the facility where the event occurred. Both system and electrical safety tests performed passed. The clinical manual for the bipap states, in a warning, that when the device is being used with supplemental oxygen, both the bipap and the supplemental oxygen source must be kept away from heat, open flames, or other sources of ignition such as an esu. Customer has been advised this warning and have confirmed they have the clinical manuals required for the safe and effective use of the bipap ventilatory support device. The manufacturer of the esu device has been notified of this event.

Manufacturer narrative:
.